Manufacturer narrative:
Upon further investigation of the patient sample, it was determined the sample contains an interfering factor to the assay antibody/idiotype. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 module analyzers. The result measured at the customer site was reported outside of the laboratory to a physician. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2021, resulting in a ft3 value of 4.62 pg/ml (reference range = 2.4 - 4.0 pg/ml). The sample was repeated, resulting in a value of 3.62 pg/ml. The sample was then treated with a 25% solution of polyethylene glycol (peg) and repeated, resulting in a value of 3.14 pg/ml (173.5 % recovery). The sample was repeated using the wako accuraseed method, resulting in a value of 0.87 pg/ml (reference range = 2.51 - 4.16 pg/ml). The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2021, resulting in a ft3 value of 4.08 pg/ml. The sample was also repeated on an abbott architect, resulting in a ft3 value of 1.60 pg/ml (reference range = 1.68 - 3.67). The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 510082, with an expiration date of 28-feb-2022 was used on this analyzer.